Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
A periodic recording was received that showed evidence of far field oversensing on the atrial channel. Thresholds, impedances and amplitude had not changed and showed no trend. The patients device mode switched inappropriately due to the oversensing. The patient will come in for a follow up so that the lead can be checked.